Event description:
The customer reported that the spectrum pump has damage to the ground post. No patient injury was reported. No further information was provided.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. The power cord was found to have burn damage caused by a short that occurred between one of the prongs and the ground prong on the power cord. This is more than likely what the reported symptom of "damage to the ground" is referring to. The power cord has been replaced.